Event description:
As reported by the user facility: overinfusion. According to the info of the customer, sometimes the device delivered the medication faster than allowed. E. G. 350 ml/h were selected; however, more than 600 ml/h were delivered.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). A follow-up report will be provided after the inspection results are available.